Manufacturer narrative:
Batch review performed on 28 august 2020: lot 162964: (B)(4) items manufactured and released on 09-jun-2016. Expiration date: 2021-05-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose stem; the cause of the loose stem is unknown. 3 years 9 months after primary surgery the surgeon revised the stem and liner. The surgery was completed successfully.